Event description:
It was reported by service report that the lift will not go up or down. The motion interrupt pan had caught stuck on one of the bolts that hold it up and it engaged he cherry switch preventing the bed from being able to lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Motion interrupt pan.